Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. Isi received the debakey forceps instrument to perform failure analysis. The instrument was analyzed and found to have thermal damage on the main tube. The thermal damage measured approximately 1.35mm - 6.29mm on one side of the main tube. Also, the instrument was found to have thermal damage on the proximal clevis. Dark discoloration was found above the thermal damage on the main tube. .

Event description:
It was reported that a debakey forceps instrument was found to have burned insulation down to the tip. The instrument was last used with the monopolar curved scissors instrument reported in this complaint. There were no reports of patient involvement when the damage was noted.